Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 232mg/dl, 180mg/dl (used "code 3 strips but patient hadn't changed meter to code 3.). Tests were done within less than 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.